Event description:
It was reported that during reprocessing of the monopolar cautery instrument it was noted that the insulation on the instrument was peeling off.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument was returned with gouge marks and material removal at the distal end of the main tube. Engineering concluded that the damage was likely due to excess force contact on the main tube surface. 62 - the instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.